Event description:
It was reported that the device was used during a laparoscopic procedure. It was reported that the device misfired. The device cut but did not staple. There is no further information at this time.